Manufacturer narrative:
An event regarding staining involving a triathlon universal driver was reported. The event was confirmed. Material analysis report concluded, ¿the lot code of this device indicates it was manufactured in 2008. In the 5 years in service, it is likely that it has been disassembled and re-lubricated. The foreign material appears to be primarily a non-stryker lubricant applied to the part after it left stryker. No material or manufacturing defects were observed on the surfaces examined.¿ no patient involvement was reported. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The investigation concluded that debris or foreign material was caused by a non-stryker lubricant applied to the part after it left stryker. The event is user related. The instructions for cleaning, sterilization, and maintenance state only medical grade lubricating oil suitable for steam sterilization can be applied as required. Additionally, a list of devices that require disassembly for cleaning is provided. The universal driver is not on that list and, therefore, should not be disassembled.

Event description:
It was reported that someone took apart the pieces and found staining and debris. Doctor is concerned others will have same. Spoke to the sales rep on (B)(6) 2013 and he indicated that it was primarily staining, no debris.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that someone took apart the pieces and found staining and debris. Doctor is concerned others will have same. Spoke to the sales rep on (B)(4) 2013 and he indicated that it was primarily staining, no debris.